Manufacturer narrative:
The sample was collected in a serum primary sample tube. Per customer, the sample was very clear upon visual inspection prior to repeating the testing for a second time. Qc was performing within instrument specifications at the time of the event. System checks performed prior to the event passed within instrument specifications. A bci field service engineer (fse) verified instrument performance by a performing system checks and a high sensitivity system check within instrument specifications. Fse suspected the accutni reagent pack used to generate the erroneous results may have been impure. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high accutni results above the risk stratification range for one patient generated by the access 2 immunoassay analyzer. The results were reported out of the laboratory. The sample was repeated on the sample instrument and erratic results within the normal reference range, within the risk stratification, and above the acute myocardial infraction (ami) cut were obtained. The sample was repeated on an alternate instrument with a freshly loaded reagent pack and results within the normal reference range were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.